Event description:
A report was received that the patient went to the emergency department due to a wound dehiscence. Bloody drainage and swelling was noted at the wound, however, there was no evidence of device exposure or infection. The patient believed that the body was rejecting the device as the patient experienced symptoms such as chills, increasing pain, abdominal pain, numbness and weakness in the leg. The patients wound was applied with a steri strip.

Manufacturer narrative:
Sc-1200; sn: (B)(4). Device evaluation indicated that the root cause of the complaint was not determined. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5114512/5118513, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient went to the emergency department due to a wound dehiscence. Bloody drainage and swelling was noted at the wound, however, there was no evidence of device exposure or infection. The patient believed that the body was rejecting the device as the patient experienced symptoms such as chills, increasing pain, abdominal pain, numbness and weakness in the leg. The patients wound was applied with a steri strip.